Manufacturer narrative:
Covidien reference #: (B)(4). This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during testing of the device, it would trigger a high temperature alert and would not activate. As a result, the device was not used on a patient. Testing was in a saline bath on the sterile field.